Event description:
Reporter noted facility had several endophthalmitis cases with post-op phaco patients; different surgery dates, two surgeons. The patient was second phaco case of the day in 2001; had endophthalmitis on the event date. Cultured; no growth. No vitrectomy responding slowly.